Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection on the returned sample revealed a perforation in the longer tube. Functional testing was performed and the result was not satisfactory. The reported problem was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set leaked from an unspecified location during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.